Event description:
A facility reported that a dialysis machine was in rinse mode in the storage area when it started to smoke. The facility tech turned it off and unplugged the machine. Within 10 minutes, the machine caught fire and the fire dept was called to extinguish the fire. There was no pt involvement and there was no adverse effect on the staff.